Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles in the tubing. The customer had not checked their blood glucose level. The customer was able to prime out the air bubble successfully.